Event description:
On (B)(6) 2010, patient reported her blood glucose levels have been running high. Patient stated sometimes she will be in the 300-400 mg/dl range in the afternoons. Patient reported anything below 150 mg/dl is good for her and her doctor is happy. Patient's normal blood glucose range is below 200 mg/dl, but it varies. Patient reported she will test with several different meters. Patient stated she has had some stress lately and attributes that to some of the elevated readings. Patient reported the elevated readings have been going on for weeks. Patient stated when she is high, sometimes she will take an injection and her levels will go down. Patient reported she has received no error messages. Patient uses a competitor's infusion sets. Patient stated she has gotten an e4 (occlusion) error when there are 10 units of insulin left in the cartridge and she changes everything out to clear the error. Patient reported she has some "spots that do not work right" and she changes her site if needed. Advised patient to contact her physician regarding the elevated readings. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.